Event description:
Lap gastric by pass procedure. Pcs21 calibrated, opened/closed without difficulty and got into firing range. Unit was fired and pc displayed "firing complete." However unit partially cut and unformed staples were observed. Knife cut through stomach but not through the bowel. Dlu was replaced with another unit to complete the case without further incident.